Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. The consumer reported that the healthcare provider (hcp) explanted the implant battery. The patient further reported that the battery was removed but the lead was left in. The patient reported that two weeks prior to the report she had a tia (mini stroke) and needed an MRI to find more about the tia. The patient reported that the tia was unrelated to the device/therapy. The patient reported that she wanted to talk about a removal of the lead left in her and wanted to know she could have an MRI. The patient reported that their hcp said to remove the lead would be an extensive surgery. The patient reported that the battery was removed because the battery was flipped inside and gave her a shock occasionally when she rolled over. The patient reported that it would not lay flat in her skin but convert vertically and began to be painful. The patient also reported that the device was ineffective and never gave her any relief. The patient reported that the battery flipped because the patient was thin. The patient reported that the battery was explanted in (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.